Event description:
Bard port with groshong catheter was implanted in 2002. One month later, the pt returned when the catheter was noted to be dysfunctional. The implanted groshong catheter had broken apart midway between the attachment from the bard port injection chamber to the other end of the catheter pesent within the vena cava. The proximal catheter fragment was removed via snare in radiology, then the pt was transferred to surgery for removal of the port section.